Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -17.5 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting, significant reduction of irido-corneal angles (ica), refractive surprise, pigment dispersion, and unreactive (fixed) pupil. The problem was resolved.

Manufacturer narrative:
Correction: lens was implanted (B)(6) 2017. The lens was exchanged with a smaller lens on (B)(6) 2017 due to excessive vault and angle closure with elevated iop. The problem was resolved. (B)(4)

Manufacturer narrative:
Device evaluation: the product was returned in a micro-centrifuge vial with residue on the product. Visual observation found the lens haptic missing a piece and residue on lens. Conclusion: off-label use [anterior chamber depth < 3.00mm (2.84mm)]. (B)(4)